Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump alarmed for motor rewind error related call service alarm multiple times in the past 30 days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/17/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data did not found occurrence of the reported motor rewind error related call service alarm. The pump powered up with auditory and vibratory features. No tactile issues were observed with the buttons. A rewind/load/prime sequence and a 24-hour pump exercises were executed without any incidences. The reported call service alarm was not verified in the black box or duplicated in the investigation. Related to the reported call service alarm, moisture damages were found on the motor connector wire.